Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "the number 114 kept coming on the screen after removing the strip meter did not power off a number of 114 came up". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.